Event description:
It was reported that when an asymptomatic presented in the operating room for a device change out, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.